Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting 2nd of 4 samples containing known anti-d failed to react with 3% surgiscreen lot 3ss052 exp 8/4/15. According to customer, facility was performing correlation studies with samples in question. Sample reacted 2+ with cell # 1 and cell #2 in gel method using a lot of 0.8% surgiscreen. No incorrect or erroneous results were reported. According to customer, sample was tested using tube method and enhancement with 10 mins incubation. After washing and ahg phase, no reactivity noted. Check cells were added and saw 2+ reaction. Customer was performing correlation testing between tube method vs. Manual gel method. Customer stated correlation studies are done by facility to compare methods and compare results for duplication. Issue started on: (B)(6) 2015. Reaction grade obtained: negative. Customer was expecting: positive. Visual appearance before use: all components used were stored as per IFU and passed visual inspection. Anti-igg lot not provided. Customer did state that daily qc testing was performed with both methods, (tube/gel) and passed. Testing was repeated with same results. Ocd discussed variations of antigen expression and possible repeat testing with increase incubation and sensitivity of method; however customer expressed concern that the 3% red cells are failing to react.